Event description:
The customer reported that ¿a piece of tissue was stuck under the elevator and reprocessor had to use a needle to get it out. Worried it may have caused some damage. ¿ olympus contacted the customer obtain more information regarding the reported event and was informed that there was no patient injury reported. The tissue stuck under the elevator was the patient¿s tissue that was being examined with the device. The device was taken out of service after the patient¿s procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation found a leak from the elevator channel plug likely due to looseness, missing adhesive on the forceps cover, probe tip was found to be loose, minor glue chips and discoloration on the probe tip and pink rubber, cracked bending section cover glue, minor chip on the objective lens, two broken elements on the ultrasound image, and minor buckles on the insertion tube and light guide tube. The device was serviced and returned to the user facility. The exact cause of the user¿s experience cannot be conclusively determined. The legal manufacturer¿s investigation is ongoing. This report will be supplemented when new information becomes available later. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report has been submitted by the importer under MDR report number 2429304 - 2022 - 00132.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility. The customer stated that the tissue was identified by the scope reprocessor (technician) and was confirmed to be a tissue via visualization. The tissue was said to have been from the patient that was examined with the device. There was no medical treatment provided to the patient. The device did not malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it could not be identified why the foreign material remained. Therefore, the root cause could not be determined. This supplemental report includes a correction to b5 and g2. Information received from the customer has been added to b5. This is a correction, as this information was inadvertently documented in h10 in previous submission. Also, information has been added to g2 that was not included in the previous submission. In addition, information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the customer: the tissue was identified by the scope reprocessor (technician) and was confirmed to be a tissue via visualization. The tissue was said to have been from the patient that was examined with the device. There was no medical treatment provided to the patient. The device did not malfunction.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.